Event description:
Impella alarming 'motor current high' at p0, mean arterial pressure in the 40's, right ventricular assist device (rvad) flows <3. Attempted to reset impella to p8, immediately returned to p0, attempted to unplug and restart impella per rep, unable to restart pump. Impella removed at the bedside. Instructed by impella rep to save device and pump. Bedside echo performed.